Manufacturer narrative:
(B)(4) date sent: 10/4/2021 iadditional information additional information was requested, and the following was obtained: "did the device deliver any staples? Yes if yes, were the staples formed properly? Chart note: there was a strange appearing stapling of the splenic vein. I therefore placed a microline clip applier behind the staple line to ensure hemostasis. I also suctioned any heme out of the abdomen. I placed evarrest along the retroperitoneal margin, especially by the retroperitoneal attachments of the spleen. If yes, was the staple line complete? Unknown did the device cut? Unknown if yes, was the cut line complete? Unknown if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown was there any difficulty opening the device? Unknown if yes, how was the device removed from the patient? Unknown if yes, did the jaws eventually open? Unknown"

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device v9507d, and no non-conformances were identified.

Event description:
(B)(4).